Event description:
It was reported through the litigation process that a venacava filter was placed in a patient in conjunction with or before orthopedic procedure and due to pre-operative hip surgery, extended rehab time/immobility. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and ten months post filter deployment, the patient presented with abdominal pain. Subsequent computed tomography (CT) revealed that an inferior vena cava filter was present with the superior tip just distal to the right renal vein. The filter was tilted anterior and to the right with the tip contacting the wall of the inferior vena cava. One limb extends towards the abdominal aorta without definite perforation. Two limbs posterior and lateral extend posterior to the aorta both demonstrating perforation through the wall of the inferior vena cava. There was a posterior limb demonstrating perforation through the posterior wall with mild chronic erosion involving the l4 vertebral body. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2013).

Event description:
It was reported through the litigation process that a venacava filter was placed in a patient in conjunction with or before orthopedic procedure and due to pre-operative hip surgery, extended rehab time/immobility. At some time post filter deployment, it was alleged that filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.